Event description:
Country of complaint: (B)(6). Needle detachment.

Manufacturer narrative:
Manufacturing site evaluation: samples rec'd: 15 unopened and 3 open racepacks; 2 have needle detached from thread. There is one previous complaint of this code batch. There are no units in stock. Tested the needle attachment of the closed samples rec'd and the results do not fulfill the requirements of the OEM. Reviewed the batch mfg record, this product had a normal process and the results during the process fulfilled all product requirements. Correct/preventive action: this complaint will be included in the analysis of trending, corrective action will be opened if it applies.